Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for multiple patient samples on a cobas 8000 e 801 module. The customer provided an example of discrepant results for 2 patient samples tested. The customer's qc was out of range which prompted them to repeat the patient samples. Sample 1 had an initial result was 35.8 pg/ml. The sample was repeated on another analyzer and the result was 5.01 pg/ml. The repeat result was deemed correct. Sample 2 had an initial result of 33.3 pg/ml. The repeat result was 7.84 pg/ml. Clarification on if the sample was repeated on another analyzer and which result was deemed correct was not provided.